Manufacturer narrative:
Final investigation showed that the device had damage to the teeth of both the inner and outer shaver.

Event description:
It was reported that the shaver had left pieces of metal on the pt's skin. It was further reported that no pt injury occurred.